Manufacturer narrative:
Concomitant medical products: d314trg ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. It was noted that there was high current drain due to high thresholds on the right atrial (ra) lead. On fluoroscopy it was found that the slack of the ra lead had pulled back into the right atrium. The lead was still attached to the heart. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.